Event description:
According to a source at the hospital: on 4/5/97, a pt coded (cardiac arrest) in wing 1 west of the hospital. The staff was unable to acquire an ECG wavefrom on the defibrillator: the unit indicated "leads off" with lead wires on. Anothert defibrillator, same model, was brought in and was able to acquire an ECG. The pt expired. A biomed from the hospital responded to an internal call for service after the incident and found the defibrillator operation normal. The unit was removed from service and stored in the biomed shop. A service call was placed to co on 4/8/97, with onsite response on 4/9/97.

Manufacturer narrative:
Results of investigation: the unit was visually inspected after the alleged incident. Operation was normal, standard safety and performance evaluation performed and were normal. Conclusion: the allegation of a product malfunction could not be substantiated by followup testing. The product passed all tests and performed according to expectations. The second defib was available and was used when the staff were unable to acquire the ECG on the initial unit. The delay in switching defibs did not adversely affect patient treatment. Device code 2203: "alleged failure to acquire ECG from leads."